Event description:
The customer ran blood glucose tests on 2 contour next ez meters and received readings of 290 and 119mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the strips for investigation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The customer returned an empty strip bottle. Retention reagent gave satisfactory performance.